Event description:
The patient received his scs system, including an ipg, on (B)(6) 2004. It was reported the ipg will be explanted and replaced due to a loss of stimulation and suspected battery depletion. It is currently unk if the ipg will be returned to the MFR for analysis once it is explanted. F/u found no further issues reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.